Event description:
Customer reportedly received the following results on two meters within 10 minutes: 400-500s-range mg/dl (compact plus system 1) and 180 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the compact plus system 1. Reference medwatch with (B)(6) for the compact plus system 2.